Event description:
The customer reported that the therapist set pt up. Image based on field aperture contour, set up tangent, treated pt with too much lung in the field. The fac did not match the actual field for this single iso breast setup. There was a lot of confusion due to the medial edge of field that was originally drawn too far medially because of initial set up issue. The electron abutting field was drawn based on that line. They re-cut the electron based on the computer plan then things got more confused as to where these match lines were supposed to fall. Electron was treated one day with a gap instead of an overlap. On (B)(6) 2009 was the date of known mistreatment, but it's possible that pt misalignment occurred on multiple fractions. No serious injury to the pt was reported and no further pt data was provided.

Manufacturer narrative:
On (B)(6) 2010, a further review of this issue determined that two different ciao issues can occur with the customers versions aria and 4ditc 8.1: closed leaf motions (= 0.5 mm) are wrongly considered as part of the field. Leaf over traveling isocenter is truncated to 0. The ciao calculations with treatment daemon 8.0 and 8.1 truncates the mlc position at the field center rather than the true mlc position for leaves that move beyond the field center. If this ciao image is then projected on the pt with the light field, the incorrect field edge is displayed. If this field edge is used for set-up of another abutting treatment field, the region between the projected field edge and the abutting field will be excluded from the primary beam. The result will be an under dose of this region of the treatment volume. No misadministration occurred in this case. However, under dose of the treatment volume can lead to loss of tumor control. Based on the initial report, varian's medical advisor has identified the this case the set-up error for 1 fraction is not considered serious injury. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No f/u report are anticipated.